Manufacturer narrative:
This device used for treatment and not diagnosis. Device received for sterilization on (B)(4) 2013. The device was not received for evaluation until (B)(4) 2013. Six screws were received with the subtasks associated with this complaint. Each will be bagged, the bags will be numbered one through six, and each addressed in turn. This subtask is assigned to screw 6. This screw is whole and intact. The head, flutes, hex drive, and 3.43mm shaft diameter identify this as a member of the 204.8xx family of screws. The overall length confirms this as a 204.824. The drive has been lightly marked, consistent with use. Some biomaterial remains at the bottom of the drive. The top of the head has minor light abrasions/marks. The laser etch identifies this screw as having been made prior to november 10, 2012. There are several light marks on the bottom of the screw. There is a small area of galling near the band. There is some residual biomaterial near this same area. The neck is in good condition. The shaft threads are in good condition except for the last four threads near the flutes which have been compressed and formed into a t. The tip has some light rings. The specifications that were checked are conforming.

Event description:
Sales consultant reports: patient had a snowboarding injury to the right ulna and was implanted with a plate and six screws on (B)(6) 2012. The patient went to the doctor complaining of pain and after the x-rays, the doctor noticed that the plate was broken down the middle at a screw hole into two pieces and all six screws were intact and not broken. The surgeon performed a revision procedure of an orif of the right ulna on (B)(6) 2013, removing the broken plate and six screws and replacing with one plate and seven screws. The procedure was completed successfully. This is report number 7 of 7 for complaint #(B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.